Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
It was reported during a procedure on (B)(6)2023 an error message was displayed that the grounding pad is not properly placed. After several attempts with different grounding pads, the physician unplugged and plugged in the grounding pads and the issue persisted. The procedure was aborted.

Event description:
It was reported that during a procedure on (B)(6) 2023 the generator displayed the message "grounding pad detached". Different grounding pads were used to attempt to resolve the error, however the issue persisted. The procedure was abandoned. An abbott representative evaluated the system and it was determined the system was functioning as intended.

Manufacturer narrative:
Corrected data: this event was previously only reported as a malfunction and should have been reported as both a adverse event and malfunction. The following corrections have been made: report type changed to "serious injury": b1 - adverse event selected. B2 - other serious (important medical events) selected. B5 - verbiage corrected to "it was reported that during a procedure on (B)(6) 2023 the generator displayed the message "grounding pad detached". Different grounding pads were used to attempt to resolve the error, however the issue persisted. The procedure was abandoned. An abbott representative evaluated the system and it was determined the system was functioning as intended." H1 - changed to serious injury. H6 - medical device problem code changed to 1271 - grounding malfunction.